Event description:
It was reported that the vns patient was hospitalized and presented with a hematoma and possible infection. The hematoma was believed to be due to trauma to neck. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient¿s hematoma had reduced. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.